Event description:
Update dw 13-may-2025: further information was provided that the initially provided part number was incorrect. The correct part number is ar-5400-01 usage type reusable.

Manufacturer narrative:
Additional information: b5, d1, d4, g3.

Manufacturer narrative:
Additional information: g3, h3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to misuse due to use error/mishandling.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during a reverse shoulder replacement when attempting to build the vip jig the size 13 leg too big to fit the hole in the handle. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.